Manufacturer narrative:
In additional follow-up, the customer stated that he did not keep the transformer. The original products were not returned for evaluation/ investigation. Therefore, no definitive conclusion regarding the root cause of the reported event can be made.

Event description:
The customer reported that the pump in style's transformer cord was frayed and sparked and blew the transformer out. The transformer no longer works.